Event description:
It was reported that the pump had excessive altitude errors. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up from technical support and was currently in the process of renewal, with no additional actions taken.